Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (low shock impedance) on (B)(6) 2009. Boston scientific crm received information from the local representative that the clinic rn has been checking for subsequent low shock impedance. No additional low shock impedance measurements have been identified. The available information suggests that the device and lead system remains in-service. Subsequently, boston scientific received information in (B)(4) 2011 that this clinic notified boston scientific that this patient should be deactivated from the patient monitoring system due to death. There were no allegations or complaints against the device's operation or functionality. There was no reports that the use of the device caused or contributed to the patient's death.